Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant, the device dislodged due to incorrect the incorrect tether being pulled. While in recovery, the patient had a pericardial effusion, tamponade and a perforation. Pericardiocentesis was performed. The device remains in use. No further patient complications have been reported as a result of this event.